Manufacturer narrative:
No unexpected no delivery alarm noted during our testing. The insulin pump passed prime, excessive no delivery and displacement tests. The insulin pump was received with partially broken reservoir tube lip noted however; a test was performed with water filled reservoir which was able to lock in place into the reservoir tube. The insulin pump had had cracked battery tube threads, minor scratched lcd window, cracked case at the display window corners and missing reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was broken causing the reservoir to fall out. Customer reported that insulin pump fell on the floor. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.